Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 919 mg/dl, vomiting and diabetic ketoacidosis considered dangerous leading to an emergency room (ER) visit and a subsequence hospitalization. While in the ER, the customer received treatment in the form of intravenously delivered fluids and an insulin drip. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.